Manufacturer narrative:
(B)(4). Date sent to FDA: 02/01/2021. H3: analysis summary: visual analysis of the returned sample determined that one opened sample double-armed of product code w8400 was received for evaluation. Visual inspection of one opened sample the swage, and the attachment area were noted to be as expected. No needle breakage was observed on the body, tip, or swage area. However, the needles are straight and were noted bending at the middle needles. The condition of the sample received indicates improper handling of the device since the needles were noted bending. A manufacturing record evaluation was performed for the finished device lot number: peh596/ w840019, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. When taking out the needle-suture from the package, it was found that the needle had been broken before use. There were no adverse consequences to the patient. No further information was provided.